Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device.the imaging evaluation performed by a clinical imaging specialist indicated that a viabahn stent appears to be separated from a vbx stent. The stents, along with the configuration of other observed devices, suggest that they are implanted in the right internal iliac artery (riia). Due to the absence of contrast, a rupture or endoleak cannot be confirmed.cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 code c20: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Sometime in (B)(6) 2024, the patient underwent an endovascular aortic repair (evar) procedure where a gore® excluder® iliac branch endoprosthesis (ibe) was used. To seal the ibe, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was placed distally and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was placed proximally in the right internal iliac artery (r iia). The procedure also included coverage of the left internal iliac artery and extension into the left external iliac artery. On an unknown date there was a rupture in the r iia. On (B)(6) 2025, the patient presented to the emergency department following a syncopal episode at home and underwent an emergency intervention to treat a ruptured r iia. During the procedure, it was noted that the viabahn device within the r iiaa had migrated, while the vbx device remained in place. The physician attempted to bridge the viabahn and vbx devices by cannulating through both stents but was unable to establish a stable platform for device tracking. Although a .014/.018 guidewire was successfully advanced, a guidewire with greater pushability was required. As a result, the physician did not attempt to use an additional viabahn device. The procedure was completed by coiling the ibe side gate to occlude the r iia to stabilize the patient. The patient is doing well. The physician was uncertain why the issue occurred. The patient underwent imaging approximately eight months post-evar, which demonstrated 2 cm of graft overlap and only a 4 mm increase in sac diameter at that time. However, the physician commented that the event could potentially have occurred due to a positional change, such as the patient standing up from the toilet.